Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer thinks that her blood glucose was about 130 mg/dl. Customer stated that she underwent a medical procedure but it did not have a magnetic field. Customer sat down to eat and the pump started vibrating and beeping. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion and prime tests. The pump was received stuck in a motor error alarm loop during the bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to confirm other error alarms in the alarm history due to an over written history file. The pump had a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.